Event description:
A (B)(6) agent reported that the patient called and told him patient v-go's were falling off. The agent had no other information regarding how many v-go's fell off, what was the body location, how long were they on before they fell off, or what caused them to fall off.